Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient said their stimulation turned off again and their programmer was flashing on and off. The patient also said they had low vision and that they would not be able to function without the ins. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 37602, lot# serial#: (B)(6); implanted: on (B)(6) 2017; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received: it was reported that the patient said their stimulation turned off again and their programmer was flashing on and off. The patient also said they had low vision and that they would not be able to function without the ins. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s ins was turning off by itself. There were no known falls or trauma. The patient also didn¿t know what they were doing when the stimulation turned off, but stated that when they would check their ins at night to turn it off, they noticed sometimes that it was already off. The patient said it was happening weekly. The patient could always confirm the ins was off with the programmer. There were no further complications reported.